Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection revealed that there was a kink to the hypotube 11cm from the strain relief. There was blood present to the shaft of the device. A microscopic inspection revealed that the tip of the device, for a length of 5mm, was detached and not returned for further analysis. It appears given the nature of the detachment that the device was likely cut as the braiding was not in a mangled state and it was an angled detachment. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09may2024. It was reported that the device was kinked. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the device was kinked. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the tip of the device was detached.